Manufacturer narrative:
Diopter:+11.50. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No, the lens was discarded by the facility. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a +11.50 diopter collamer single piece lens in the patient's eye. The lens was removed. The lens was contaminated. The lens was discarded by the facility. Additional information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. Per medical review - reportedly, single-piece collamer iol was implanted and removed on the same surgery date. The lens was discarded by surgical staff since it was contaminated. No reported incision enlargement or any other intraoperative or postoperative complications. Despite multiple attempts, additional information about the event has not been received to date. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).